Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movement was not available. Review of the system log file showed geometry errors. The fse replaced the bodyguard interface box. After replacement of the bodyguard interface box, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the stand was not available on the allura xper fd20 system. The system was in clinical use at the time of the event. No harm has been reported. Upon evaluation, it was determined that the bib was defective and required replacement. Philips has started an investigation of the complaint.